Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) and high rate episodes that suggested oversensing. They were unable to reproduce any oversensing with pocket manipulation/arm movement. A chest x-ray showed that the rv lead was possibly not fully inserted. The lead and device remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.